Manufacturer narrative:
(B)(4). Final analysis found an external insulation abrasion breaching outer insulation and exposing the outer coil at 15.9 cm to 16.4 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. The abrasion found most likely contributed to the reported noise problem. (B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon device interrogation, noise reversion episodes due to noise on the right ventricular lead were observed. All other electrical measurements were stable and in range. The lead was explanted and replaced. The patient's condition was stable during and post procedure.